Manufacturer narrative:
Further investigation of one event found the issue was caused by preanalytical handling issues. The alarm trace showed abnormal aspiration, sample short, and sample pipettor alarms which are consistent with poor sample quality. For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For 1 event, the investigation determined the service actions resolved the issue. The follow up actions were the field service representative found that the customer is running smaller tubes than recommended for the e602 specification. He adjusted the sample probe (vertical and horizontal) and ran a service performance test with passing results. The customer ran calibration and qc. For 1 event, the investigation determined the service actions resolved the issue. The follow up actions were the field service engineer replaced the measuring cells and cell tube assemblies. Performance testing and controls were run. The systems now works as expected, without further error. For 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For 1 event, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable low results were generated by cobas 8000 cobas e 602 modules. The events involved a total of: 1- elecsys probnp ii immunoassay, 1- elecsys ft4 assay, 1-elecsys tsh assay, 1-elecsys ft3 iii, 1- elecsys ft4 iii assay, 5- elecsys hcg + beta test system, the patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.